Event description:
It was reported that (3) devices were used during a thoractomy. It was reported by the affiliate that the staples of the tct75 instrument and the two reloads did not form. The surgeon slowly started to fire the instrument and the first staples formed. Surgeon then noticed that the device was cutting, but the staples were not closing. Surgeon stopped when it was realized what happened. The staples were floating, but surgeon was able to retrieve them. The staples of the two reloads would not form. Another instrument was used to complete the case. There was no further consequence to the pt. The surgeon is an experienced user.